Manufacturer narrative:
An amo field service representative performed a preventative maintenance on the equipment and no issues were found with the operation. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The doctor reported that during a phacoemulsification procedure the patient experienced a broken capsule in the operative eye. The surgery was aborted and the doctor indicated that the procedure would be completed at a later date.